Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The root cause could not be determined and the complaint is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd ultra fine¿ pro pen needle failed to deliver medication and the consumer felt it had an impact on her blood sugar levels. The following information was provided by the initial reporter: pharmacist called and informed, her customer complained that product: ultra fine pro 4 mm was changed, or at least the needle has been changed, and in cust opinion it has impact on her sugar level.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd ultra fine¿ pro pen needle failed to deliver medication and the consumer felt it had an impact on her blood sugar levels. The following information was provided by the initial reporter: pharmacist called and informed, her customer complained that product: ultra fine pro 4 mm was changed, or at least the needle has been changed, and in cust opinion it has impact on her sugar level.